Event description:
It was reported that the patient had an artificial urinary sphincter implanted some years ago. Last year, the patient had cryotherapy for recurrent prostate cancer. During the treatment, the physician put a foley in causing erosion. Erosion was noticed during cryotherapy procedure. The implant was removed in (B)(6) 2019. On (B)(6)2020, a new artificial urinary sphincter with tandem cuffs was implanted. Following the procedure, the patient was in recovery.

Manufacturer narrative:
Additional information b7, d1, d4, d7, d11, h4, h6.

Event description:
It was reported that the patient had an artificial urinary sphincter implanted some years ago. Last year, the patient had cryotherapy for recurrent prostate cancer. During the treatment, the physician put a foley in causing erosion. Erosion was noticed during cryotherapy procedure. The implant was removed in (B)(6) 2019. On (B)(6) 2020, a new artificial urinary sphincter with tandem cuffs was implanted. Following the procedure, the patient was in recovery.